Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
In a revision surgery, the primary implants were stryker/tornier products. Specifically, simpliciti implants were converted to a reverse configuration due to subscapularis failure.